Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer treated with orange juice. The customer reported receiving a bad sensor alert, a calibration error alert and a low predict alert from the insulin pump. The customer also got a threshold suspend alert from the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.